Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the user required higher temporary basal settings to manage blood glucose readings, and the higher settings caused the pump to emit warnings about reaching the maximum total daily dose. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 04/13/2015 with the following findings: a review of the pump history revealed that the maximum total daily dose was set to (B)(4) units, which was higher than the recorded total daily dose values while the pump was in use. The user settings from the event date could not be determined. A review of the pump black box data revealed one warning related to exceeding the maximum total daily dose limit. During testing, a maximum daily dose warning was induced and emitted properly. The complaint was not duplicated, and no defect was found.